Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the capture management (cm) test results increased the output on the device. The in-office threshold test displayed that the thresholds were low and the increased cm values were not accurate. An in-office cm test was scheduled to be conducted at the next clinic visit and programming options were discussed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.